Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. The reoccurrence of the alleged failure mode would not cause nor contribute to an adverse event or serious injury.

Manufacturer narrative:
Intuitive has received the maryland bipolar forceps associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint "cable pull defective". The instrument was found to have a segment of the conductor wire dislodged from the yaw pulley. A loop of the wire protrudes above the outer surface of the main tube. The wire insulation was damaged and the instrument failed the electrical continuity test. Components adjacent to the dislodged wire do not show damage. Common causes of dislodged instrument conductor wire are attributed to damage through external collisions, during use, or during reprocessing.